Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a short-circuited patient cable was unable to be confirmed. The heartmate 14 volt power module patient cable (lot # 11016053104) was not returned for analysis. Per the provided information, the patient was experiencing power cable disconnect alarms. The customer determined the 14v patient cable had short-circuited. No log files, photos, or additional documents were submitted for review. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate iii instructions for use (IFU) section 7 - ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 - ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 3 - ¿powering the system¿ and heartmate iii patient handbook section 3 - ¿powering the system¿ states that power module preventative maintenance must be performed at least once every 12 months, which includes replacing the patient cable. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported, that the patient returned their system controller for functional testing at the hospital. The system controller was kept by the hospital as a backup system controller. The functional test of the system controller was done, due to safety issues because the power cable disconnect alarm was triggered. The alarm was contributed to the short circuited 14v patient cable. Related manufacturer reference number: 2916596-2023-01875 (system controller).